Event description:
According to the reporter, the patient had hemorrhagic shock with bleeding from staples during sleeve procedure. No additional information given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy, the patient had hemorrhagic shock with bleeding from staples during sleeve procedure. To correct the condition another loader was used. The current patient status is no problem.